Manufacturer narrative:
The device was returned to acclarent for evaluation on (B)(4) 2011. Evaluation confirmed that the device was stretched to the point of separation. Based on the information provided. Acclarent believes the inspira air device experienced excessive tension used to maintain the balloon position during dilation. This tension is suspected to have stretched the balloon shaft, eventually disrupting the balloon's ability to properly deflate. A manufacturing review was conducted and no abnormalities were noted. Acclarent's IFU's warnings and precautions states, "never advance or retract the devices against resistance as this could cause tissue trauma or device damage." Acclarent will continue to update the file with any additional information and provide subsequent reports if required.

Event description:
Acclarent was made aware of an event on (B)(6) 2011, involving one patient. Excessive tension was applied to an 18x40mm inspira air device, resulting in difficult deflation, followed by device separation. No patient injury was applicable. Follow up with the acting physician was performed on (B)(6) 2011. Upon inflation of the balloon, the device was noted to have been pulled with force by the assisting resident to create stabilization of the balloon position. Upon a deflation attempt, deflation difficulty was noted. The physician instructed the resident to pull harder, stretching the shaft, causing separation of the balloon catheter. Alligator forceps were used to remove the balloon. The patient maintained her oxygen saturation in the 90% range throughout the length of the procedure. No patient injury reported.